Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was received emergency medical assistance and then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 517 mg/dl at the time of the incident. The customer was treated with manual injection. The customer experienced symptoms such as nausea and vomiting and abdominal pain. The customer reported seeing large air bubbles in the infusion set and leaks around the reservoir, near the retainer ring. It was reported that leak was found in o rings. The customer also mentioned a slightly bent infusion set cannula. The reservoir will not be returned for analysis.